Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of 155 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated she had taken her normal medications, listed to be avandia and metformin, about twenty minutes prior to obtaining the tests. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.